Event description:
Additional information was received that the guidewire did not cause or contribute to the dissection. The patient's anatomy of stenosis and calcification contributed to the injury.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient's left femoral artery with a 14 fr (french) introducer sheath. The dcs was then advanced through the patient's body, until it reached near the external iliac artery (eia). At this point the dcs was no longer able to be advanced. Subsequently, the dcs was withdrawn from the patient's body and a percutaneous old balloon angioplasty (poba) was completed with a 6 mm balloon. The dcs was then reinserted into the patient's body but recurrently could not advance past the eia. A third attempt then was made with the use of a 18 fr non-medtronic introducer sheath. This attempt was successful as the dcs was able to pass the narrow portion of the eia, and the 26 millimeter (mm) valve was successfully implanted. A lower extremity angiogram was then obtained via digital subtraction angiography, which revealed a dissection in the common iliac artery. Subsequently, a 7 mm by 60 mm non-medtronic stent was placed and crimped with a non-medtronic balloon. After digital subtraction angiography confirmed repair of the common iliac artery dissection, the procedure was completed. Additional information was received that the minimum diameter of the access vessel in the right eia was 3.5 mm by 4.2 mm. A medtronic guidewire was used during the implant procedure. The dissection occurred during dcs insertion. Per the physician, the insertion of the dcs or the non-medtronic sheath caused the dissection.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2026; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient's left femoral artery with a 14 fr (french) introducer sheath. The dcs was then advanced through the patient's body, until it reached near the external iliac artery (eia). At this point the dcs was no longer able to be advanced. Subsequently, the dcs was withdrawn from the patient's body and a percutaneous old balloon angioplasty (poba) was completed with a 6 mm balloon. The dcs was then reinserted into the patient's body but recurrently could not advance past the eia. A third attempt then was made with the use of a 18 fr non-medtronic introducer sheath. This attempt was successful as the dcs was able to pass the narrow portion of the eia, and the 26 millimeter (mm) valve was successfully implanted. A lower extremity angiogram was then obtained via digital subtraction angiography, which revealed a dissection in the common iliac artery. Subsequently, a 7 mm by 60 mm non-medtronic stent was placed and crimped with a non-medtronic balloon. After digital subtraction angiography confirmed repair of the common iliac artery dissection, the procedure was completed.